Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller reported that they were at tempting to adjust their settings while on group b and they noticed that the arrows that used to be there were no longer there. Pt said they were unable to adjust the intensity. Agent instructed pt to use the up and down arrow button on the controller and pt confirmed that they were able to adjust successfully. Pt commented that the buttons didn't work for them before but then also commented that they could be imagining up and down arrows on the controller. Agent reviewed that the up and down buttons on the screen within each program can be added or taken away and has to do with programming of the implantable neurostimulator (ins). Agent confirmed that they haven't been reprogrammed recently. Pt also stated that last night they noticed a warm sensation around their ins implant site. Pt confirmed they were not charging their ins when this happened but did confirm that they fell sometime this week. Agent reviewed information, instructed pt to monitor the issue going forward and follow up with their healthcare provider (hcp) if they feel that it's a continued problem. Pt also mentioned that they weren't using their ins as much and recently began to use it more because of an increase in back pain. Pt confirmed that they have an upcoming doctor appointment.